Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to be noisy and had unstable motor speed. The motor, motor sleeve, needle bearings, hinge gasket, and swivel were replaced and resolved the reported issue. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2: foreign (B)(6).

Event description:
It was reported that during surgery the device is making a funny noise during use. It is unknown if there was patient impact or delay. During product evaluation it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.